Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a saphenous vein graft coronary intervention, the vessel shut down. The filterwire was successfully advanced to the desired location within a saphenous vein graft. However, the filter was unable to be deployed. The vessel subsequently shut down and the pt was placed on a balloon pump.